Event description:
It was reported that there seems to be a trend with the wand of perforation tonsular arches. No significant delay was reported. Procedure was completed with a back up device.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could have contributed to the reported event such as the rate and depth of tissue ablation which is affected by the selected set point, amount of pressure on the tissue, the integrity of the electrode, and the speed with which the wand is passed over the target tissue. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event and is more than likely related to the failure in this case is the controller which was not returned for evaluation. Per communication, the surgeon suspects the events were more related to the coblation system (rather than the wand) and reported recently decreasing coblation and coagulation settings to 6 and 3 (from 7 and 4) in response to the reported perforation to the anterior glossopalatine arch and/or posterior palatopharyngeal arch in a tonsillectomy. Reportedly, the 1-2cm perforations did not require any medical intervention and are unlikely to contribute to permanent adverse effects other that the appearance of their oropharynx. Per complaint details, the procedures were completed with a backup device; however, it was also reported that the "issue arose post operatively", therefore, it is unclear if an alternate instrument was actually involved. In conclusion: the higher coblation and coagulation settings on the re-use coblator ii could have been a contributing factor to the reported glossopalatine arch and/or posterior palatopharyngeal arch perforations, as the coblation depth increases with higher set points though the thermal margin decreases; however, without supporting imaging and analysis of the coblator ii console, the root cause cannot be confirmed. The impact to the patient remains unknown as it was communicated that there were no known patient complaints, and although there was mention of concern regarding the aesthetic appearance of the oropharynx, the surgeon reportedly did not anticipate permanent adverse effects.